Event description:
After treatment with juvederm ultra plus in the lower lip, the pt presented with swelling and severe inflammation at the injection site followed by hardening of the product at the injection site. The pt was administrated decadron 8mg intramuscularly and prescribed medrol dose pak. Recent follow-up with the physician noted the symptoms of swelling and inflammation are still ongoing, but minimal.

Manufacturer narrative:
Medwatch sent to FDA on 01/28/2009. Device evaluation summary: the documentary research shows that no element could explain these reactions : all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, it is probable that the pt had an undesireable side effect to the injections, as indicated in the dfu (edema, inflammation, induration at the injection site can occur).